Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens tore during delivery and lens dislocation/subluxation. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The eye is quiet. The cause of the event was unknown.